Manufacturer narrative:
Pharmacovigilance comment: the serious event of implant site mass was considered expected and possibly related to the treatment. Serious criteria include the need for medical interventions with triamcinolone injections. The etiology is unknown since plla implants in pregnancy has not been studied. Potential contributory factors include foreign body reaction, acne or other changes in immune response associated with pregnancy or postsurgical complication since the event occurred shortly after the patient gave birth by caesarean section. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-mar-2019 by a physician which refers to a (B)(6) female patient with skin type fitzpatrick iii-IV. The patient had no known allergies. In past, the patient had previously received treatment with juvederm to nasolabial folds on (B)(6) 2011 and sculptra aesthetic (lot a6109) to nasolabial, malar area total 18 ml (9 ml each side) with 25g deep needle and thread and fanning technique on (B)(6) 2017. The patient was pregnant and on an unknown date (reported as just prior to (B)(6) 2019), the patient underwent a cesarean section delivery. Further details was not reported. On (B)(6) 2017, the patient received treatment with total 19 ml sculptra aesthetic (lot a6109) to nasolabial, malar area (9 ml each side) with 25g deep needle and thread and fanning technique. On (B)(6) 2019, i.e. 525 days later treatment, the patient experienced moderate severity of lumps/bumps (implant site mass) at both cheek and nasolabial area. Medical intervention for the adverse event included triamcinolone 10 [triamcinolone] at dose of 0.6 ml on (B)(6) 2019 and (B)(6) 2019. The reporting physician assessed the case as serious due to the need for medical intervention to prevent permanent damage. Outcome at the time of the report: lumps/bumps was not recovered/not resolved. Tracking list: v.0 initial v.1 fu received on 14-may-2019 from a physician. The case was upgraded to serious based on the information in fu1 received on 14-may-2019. The patient age at the time of event was (B)(6), skin type fitzpatrick iii-IV. Information on past filler treatments were added. Information on implanted date, lot number, volume used, needle type and injection technique were added. Onset date of event was amended to (B)(6) 2019, event location added. Corrective treatment was added. It was informed that just prior to (B)(6) 2019, the patient underwent a cesarean section delivery.